Event description:
Product complication: none. Time of complication: during procedure, in 2005 with additional visit 5 days later. Symptoms: slurred speech-resolved in less than one minute. It was reported that during procedure the pt experienced slurred speech, with filter full of debris. Resolved in less than one minute, with filter removal. Reported start date was 2005 with a reported stop date. The condition was not pre-existing and was not related to the device. No action or treatment was administered. The outcome of this event is resolved. Additional info received indicates on an additional visit 5 days later the pt had experienced a stroke post procedure. The start date was in 2005 with no stop date. The condition is continuing and is not pre-existing. It is not felt to be device related. Action/treatment indicated was md visit and no new/prolonged hospitalization or medical/surgical intervention was reported. The pt's outcome was initially reported as resolved; however, the additional info received indicates improved condition. No additional info was available.